Manufacturer narrative:
Service order, (B)(4), report: the service technician removed all the parts from the pump deck and cleaned the top of the pump deck. The service technician then removed the pump deck and cleaned under the pump deck. The pump deck was reassembled and the system checkout procedure was successfully completed. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d343 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pto leak. No trend was detected for this complaint category. (B)(4), is still pending. A supplemental report will be filed when the service order report is complete. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4)

Event description:
The customer called to report a "blood spill" on the pump deck of the instrument at approximately 242ml of whole blood processed. The customer stated that there was no alarm and they could not determine where the spill originated from. The treatment was aborted with no blood returned to the patient. The patient was reported to be in stable condition and no medical intervention was required. The customer started the patient on a new treatment using a different instrument. The customer stated that the patient completed the second treatment without any complications or alarms. Service was requested. The customer stated that the kit and smart card have already been discarded so no product will be returned for investigation.